Event description:
Two (2) discordant falsely depressed sodium (na) results were obtained on a patient sample on a dimension exl with lm integrated chemistry system. The falsely depressed results were not reported to the physician. The same sample was reprocessed on an alternate non-siemens system. A higher result obtained from the alternate non-siemens system was considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) event.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely depressed sodium (na) results obtained on a patient sample on dimension exl with lm integrated chemistry system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Integrated multisensor technology (imt) calibrations passed and quality control results were within the customer's expected ranges on the event date. Hsc concluded the cause of the event was due to a fluid flow issue. The issue was resolved by replacing the imt sensor, priming standard a and standard b fluids, performing a conditioning and dilution check. The verification of operations of the imt is part of standard troubleshooting and system maintenance for issues of this nature. The customer is fully operational. The device is performing according to specifications. No further evaluation is required.